Event description:
Pads were pulled from supply for the transport defib. They were plugged into defib at that time, but not tested. When rn did quality check on the defib the next day, this set of pads would not work on either the x series or the r series of zoll defibs. The defib would read "short detected" when pads were selected. The monitors displayed poor pad contact. The defib would also not deliver a shock when these pads were plugged in (defib would charge, but nothing would happen when shock button was hit). Manufacturer response for defibrillator pad, (brand not provided) (per site reporter): manufacturer responded by requesting to pull all that lot from service and they will replace it for us.

Event description:
Pads were pulled from supply for the transport defib. They were plugged into defib at that time, but not tested. When rn did quality check on the defib defib the next day, this set of pads would not work on either the x series or the r series of zoll defibs. The defib would read "short detected" when pads were selected. The monitors displayed poor pad contact. The defib would also not deliver a shock when these pads were plugged in (defib would charge, but nothing would happen when shock button was hit). Manufacturer response for defibrillator pad, (brand not provided) (per site reporter) manufacturer responded by requesting to pull all that lot from service and they will replace it for us.